Event description:
It was reported that during an ablation procedure, user stepped on pedal to fire laser, but no heat pixels or tdt lines appeared. The laser fiber had a void in the laser fiber cable close to white connection on probe. The laser fiber was replaced laser and the case proceeded. There were no patient complications reported in relation to this event.